Event description:
It was reported that during a da vinci-assisted surgical procedure, a c-34 erbe generator fault occurred. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer rebooted the generator and replaced instrument cable and instrument, but the fault returned. The tse informed customer about the opportunity to use a third-party generator (force triad) to be able to finish the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The field service engineer (fse) replaced the integrated electrosurgical unit (iesu) to resolve the c-34 error issue. A return material authorization (RMA) was issued to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Fa was able to reproduce the reported complaint when the unit was placed on an in-house system and was run in normal mode.